Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 300 mg/dl and dropped to 147 mg/dl very quickly causing the low. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the pump kept delivering insulin. Troubleshooting was not completed but the caller stated they were getting a compromised force sensor system alarm, and the pump's drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to loose/ protruded drive support disk. No compromised force sensor system alarm noted. Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test and unexpected restart error test. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.